Manufacturer narrative:
Concomitant medical products: 310c27, tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was cut during a maze procedure. The lead was partially removed during that procedure and fully explanted and replaced at a later date. No patient complications have been reported as a result of this event.